Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has been returned and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 12/11/2014. Belt: 4/16/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Review of the download data revealed that the patient was treated twice by the lifevest on the day of passing. The download data revealed that at 12:55:57 pm, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was non-sustained ventricular tachycardia (nsvt) with variable amplitudes, and the post-shock rhythm was also nsvt with variable amplitudes. At 12:56:32 pm, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) with CPR artifact. The post-shock rhythm was ventricular tachycardia (vt) at 190 bpm. The patient remained in vt at 190 bpm until the electrode belt was disconnected at 12:56:43 pm. The response buttons were not pressed during the event. Nsvt and variable amplitudes contributed to the false detection. It is unknown who was performing CPR on the patient, and who disconnected the electrode belt during the treatable rhythm. There is no other information available surrounding the patient's passing.